Manufacturer narrative:
Email address: email address for MDR contact is (B)(6) is provided in h10 due to character limitation. Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient, who reported they "got out of bed and the tubing snagged on something and broke". The damage was near the luer lock. Patient attempted taping it back together but they could no longer use it. The pump was powered down and the line clamped. The patient was instructed to reach out to the anesthesia department to determine how to proceed. Device operator was a patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.